Event description:
While using the lift the facility states that the pin inside the digital scale broke off an the patient was dropped. The patient was not injured during the incident but a staff member did sustain an injury. Extent of the injury was not disclosed. Patient weight during lifting was approximately 200lbs.

Event description:
While using the lift the facility states that the pin inside the digital scale broke off an the patient was dropped. The patient was not injured during the incident but a staff member did sustain an injury. Extent of the injury was not disclosed. Patient weight during lifting was approximately 200lbs.

Manufacturer narrative:
The scale manufacturer completed additional testing but could not replicate the failure under normal use conditions. The scale was sent to an independent laboratory for further testing on resistance to abnormal forces. The lab's report supports that normal use does not cause failure and that vertical (abnormal) force likely caused the issue.